Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error. There was no reported adverse impact to the customer. During troubleshooting with tandem technical support the error was cleared and the customer continued to use the pump for insulin therapy.